Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported after photoactivation, an alarm #8: blood leak? (Photoactivation chamber) alarm occurred and they observed a leak in the photoactivation module. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer declined to return the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m233 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m233 shows no trends. Trends were reviewed for complaint categories, photoactivation module leak and alarm #8: blood leak? (Photoactivation chamber). No trends were detected for this complaint categories. At the time of this report, the analysis of the returned photographs are still in process. A final report will be filed when the analysis is complete. (B)(4). 13-jun-2024.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer provided photographs verify the reported photoactivation module leak as a crack is visible in the photoactivation module, as reported by the customer. An additional photograph verifies the reported alarm #8: blood leak? (Photoactivation chamber) on the cellex monitor screen. A material trace of the illumination plates used to build lot m233 did not find any related non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. All photoactivation plates are inspected prior to packaging; therefore, it is unlikely the crack to the photoactivation module was present at the time of manufacture. The cause of the alarm #8: blood leak? (Photoactivation chamber) was most likely due to the leak in the photoactivation chamber. The root cause of the photoactivation module leak was due to the crack in the plate; however, the cause of the crack could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4) n.s. (B)(6) 2024.